Event description:
It was reported via repair work order that the bed lift was elevated and would not lower due to the tilt base sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.